Event description:
The plaintiff's attorney alleged that the pt experienced a stroke. This claim was allegedly caused by the product which was administered to the pt for dialysis treatment.

Manufacturer narrative:
This is 1 of 2 device reports associated with this event.